Manufacturer narrative:
(B)(4). The customer report of the spike became bent during connection/disconnection was not confirmed during evaluation. One use set was received for evaluation. A lab titanium adapter was functionally hand tightened without difficulty. The set was tested underwater at 8 psi with no leak noted. During visual inspection, no manufacturing abnormalities were noted. The root cause was undetermined. A batch review could not be performed since the lot number was unknown. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
The customer reported the spike of the set bent while being connected/disconnected by the clean flash device. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.